Manufacturer narrative:
Other applicable components are: product ID: 3888-33, lot #: v313524, implanted: (B)(6) 2009, product type: lead. Product ID: 3998, lot #: v279273, implanted: (B)(6) 2009, product type: lead. Product ID: 3708240, serial #: (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708220, serial #: (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3888-45, lot #: v323413, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there were contacts that were out of range on the leads. The manufacturer representative was unsure which leads/extensions were responsible for the out of range impedances. It was reported that 4 contacts were red and were showing impedances of over 40000 ohms during the ins replacement procedure. The contacts were wiped off and reseated twice, but the high impedances didn¿t resolve. Two contacts were showing impedances in the upper 20000 ¿ 30000 ohm range and showed ¿avoid use.¿ it was reported that the patient was unable to get stimulation to where it was needed due to the contacts being out of range. The physician felt that it was not a connectivity issue and was not prepared to change the leads or extensions at the time of the surgery. The manufacturer representative planned to attempt some programming utilizing the operating leads and would discuss replacing the leads with the patient. No further complications are anticipated.